Manufacturer narrative:
Date of event estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was for a vessel puncture closure of an unknown vessel using the pre-close technique prior to the procedure. Reportedly, the foot wouldn't work on the first proglide. Then, a cuff miss occurred with the second proglide. The sutures of two new devices were successfully pre-placed and the procedure was completed. Hemostasis was achieved with the pre-placed device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.